Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far p-wave oversensing and misdiagnosis of supraventricular tachycardia as ventricular tachycardia. No intervention was performed. The patient experienced no consequences and will continue to be monitored.